Event description:
Caller alleges the pins look like there is some burning/melting on the base/pins of the blood glucose monitoring device. No adverse event reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.